Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The device was found out of specification with respect to the "system error 105 alarms," and confirmed them through review of the event history log. The eval found that the motor flex had evidence of corrosion caused by fluid intrusion. System error 105 was caused by a failed motor flex. The failed motor assembly was replaced.